Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error, as well as a motor position encoder error. The blood glucose reading was unknown. The customer stated that the issue occurred multiple times. She stated that she had attempted to perform a reservoir and infusion set change, and when she tried to prime, the insulin pump alarmed another motor error. No significant events leading to the alarms were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.